Manufacturer narrative:
The device history record, rtr-0883-20001, ln: 28657, was reviewed. The pump was manufactured on may 31, 2024. There were no nonconformance's pertaining to this serial number. The device met all specifications prior to release from manufacturing. The pump had a previous complaint on (B)(6) 2024 which is unrelated to this complaint. According to the clinic, no patient adverse effect is known. The pump was able to refill, however in two return visits the return volume was 30 ml. The clinic notified intera oncology on (B)(6) 2025, that the patient refused to explant the pump. However, on (B)(6) 2025, another representative of the clinic informed intera oncology that the plan is to do a revision. The pump replacement was scheduled for on (B)(6) 2025. Intera oncology shipped a return kit to the clinic to retrieve the pump for investigation.

Event description:
Intera oncology received a report of an intera 3000 hai pump not flowing. The last refill was done on (B)(6), 2025, the pump returned 30mls after 2 weeks. The pump flushes were fine.

Event description:
Intera oncology received a report of an intera 3000 hai pump not flowing. The last refill was done on (B)(6) 2025, the pump returned 30 mls after 2 weeks. The pump flushes were fine.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28657, was reviewed. The pump was manufactured on june 27, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The pump had a previous complaint on march 14, 2024, which is unrelated to this complaint. According to the clinic, no patient adverse effect is known. The pump was able to refill, however in two return visits the return volume was 30 ml. The pump was explanted on march 4, 2025. The pump was received on march 11, 2025. The pump was visually inspected, and no apparent damage was seen to the outside and inside of the package. No apparent damage to pump. The complaint of the pump failing to flow was not observed during testing. The pump demonstrated normal flow and passed all functional tests.